Event description:
It was reported that the patient had been an in-patient for some time. He had ¿a lot of other stuff going on¿ that he was being evaluated for. Two mondays prior to this report, the pump was programmed to minimum rate because the patient was ¿being monitored for being too loose and getting too much¿. They were evaluating him for ¿other things¿. At the time of this report, the patient had no return of symptoms or therapy issues. The pump was delivering gablofen. It was later reported that the patient¿s issues were not device related. No device diagnostics had been performed. No further acti ons/interventions had been taken. The pump remained at minimum rate. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).